Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system did not power on during the first boot of the day. After reviewing log file, fse found that, internal power issue. Upon troubleshooting, fse found that blown f23 fuse was found during the morning boot-up. The cause of the hdd and mpdu failure could be determined by the supplier's part analysis and most likely the ram. To resolve the issue, fse replaced the fuse, restoring l1-l3 power to the mpdu and ippc. After replacement the mpdu and ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start due to a loss of power. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.